Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the blood sampling valve (bsv) was defective. The fse replaced the bsv resolving the issue. (B)(4).

Event description:
Customer reported high white blood cell (wbc) background counts when using the coulter® lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.